Manufacturer narrative:
Improper techniques were identified. Improper technique cannot be ruled out as a possible root cause for the observed low inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter (inr) = 1.5, reference inr = 6.0, mean = 3.75, confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on retained strips lot number 312581 on (B)(4) 2013. Results as follows: donor (B)(4): inratio: 2.7, 2.7, 2.9, ref: 2.60, bias-thresh.: 1.60 - 3.60, %cv: 4.17. Donor (B)(4): inratio: 1.9, 1.6, 1.6, ref: 1.70, bias-thresh.: 1.20 - 2.20, %cv: 10.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4) discrepant result complaints were reported for lot number 312581 yielding a complaint rate of (B)(4). Due to this low occurence rate, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.5, lab: 6.0. Time between testing was reported as within an hour. Patient's therapeutic range is 2.0 - 3.0.